Manufacturer narrative:
Site was creating plans in mach cranial then importing them into synergy spine. It appears that instruction on how to set the scanner mask settings enabled them to use synergy spine to load their CT exams so that they could perform screw planning in synergy spine. Mnav engineer requested rep test the system and train the operating room staff to load exams in the spine software and to perform their planning in the spine software. No impact on pt outcome reported.

Event description:
Site reported that the surgeon used the synergy spine software to plan before a CT procedure. The site explained that when they launched the application, the plans were displayed incorrectly or inverted in the software. They registered points for a point merge procedure and noticed that they were stored incorrectly. They then had to adjust the exam orientation to correct this. When they adjusted the orientation, the plan remained off and that they had to delete it and create a new plan. No impact on pt outcome was reported.